Manufacturer narrative:
Product complaint # ==> (B)(4). It was reported that the patient¿s hospital acquired pneumonia has been resolved as of (B)(6) 2019.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
It was reported via a clinical trial that a patient underwent an open partial nephrectomy procedure on (B)(6) 2019 and an absorbable hemostatic powder was used. The estimated intra-operative blood loss was 2200cc. The patient developed hypotension, hospital acquired pneumonia, delirium and iron deficiency anemia. The patient¿s hospitalization was prolonged. The patient was given drug therapy for the hypotension, pneumonia, delirium and iron deficiency anemia. A blood transfusion was not given. The hypotension is resolved. The pneumonia is resolving. It is unknown if the delirium is resolving. The iron deficiency anemia is not resolved. The patient was discharged on (B)(6) 2019.